Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5182040. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 02/09/2026. It was reported that "alert/notification settings issue" occurred. The date of the event is an approximation. According to a report received via maude, an unverified patient stated that his continuous glucose monitoring (cgm) device ¿stopped providing alerts in the middle of the night¿ on or around (B)(6) 2026. The patient reported that this issue led his insulin pump (brand unspecified) to switch into manual mode, resulting in the delivery of more insulin than needed. Consequently, the patient experienced a blood glucose (bg) level reported as ¿under 40 mg/dl¿ while asleep. The patient also reported that he was unable to self-administer treatment during the event. No additional patient details, symptom descriptions, treatment information, or updates on the patient¿s current condition were provided. Due diligence follow-up was not attempted because the reporter¿s identifying information could not be obtained. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.